Event description:
The customer's mother reported an unresponsive esc button and low blood glucose levels. The mother stated that the paramedics were called, and prior to their arrival, the customer was having seizures. Troubleshooting was performed, and found several boluses in the bolus history. The mother felt that the customer might not be using the bolus wizard feature correctly. Advised that the insulin pump would be replaced due to the unresponsive esc button. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no button response due to moisture damage on the keypad trace. Unable to conduct the prime or occlusion tests due to the button keypad anomaly.